Manufacturer narrative:
The drive chain has broken away from the part. Some of the drive chain is missing. By the condition of the part, it was determined to have been used many times. The weld parameters have been strengthened to improve the resistance of the weld. No further investigation is required. The information was provided by (B)(6).

Event description:
Linear broach handle needs replacing : cotter pin from locking mechanism is broken. No adverse events were reported as a result of the malfunction.